Event description:
It was reported that the patient experienced a "stabbing type pain in her spine, when her implantable neurostimulator (ins) was on." The patient also thought that her lead component of ins system had "moved". It was noted that the patient did not have insurance or money to see her physician. The patient did meet with the company representative on (B)(6) 2012, where it was noted, that she had only used her ins device therapy for 152 hours, since (B)(6) 2012. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received reported the patient was still having concerns with her device or therapy but had not sought further help. It was noted that the patient could not "afford a doctor and could not get her implantable neurostimulator (ins) to "work properly." The patient's stimulation was "not where it was supposed to be" and caused her "pain in the spine." If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead, product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead, product ID: 37752, serial# (B)(4). Product type: recharger, product ID: 37743, serial# (B)(4). Product type: programmer, patient product ID: 3550-39, lot# n267541, implanted: (B)(6) 2011. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).